Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed that the device did not meet expected longevity. The cause is unknown.

Event description:
It was reported that there was a high right atrial threshold. It was also reported that the device exhibited an early elective replacement indicator (eri). The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.